Event description:
"Dealer states outside of the tire keeps cracking and breaking. This is the second one he has received and he weighs (B)(6)."

Manufacturer narrative:
(B)(6) - no RMA has been initiated for this issue. Model 66550, serial number/date code (B)(4) is approximately 4 months old. The owner's manual part number 1023891 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.